Manufacturer narrative:
Manufacturer's analysis indicated that the external pulse generator (epg) and a ventricular pace pulse noise error during incoming testing. The micro processor unit (mpu) was replaced to resolve this issue. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manu facturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on automated test console. Failed ventricular pulse noise test, 108.10mv. Measured ventricular pulse noise is within the requirements of the ventricular pulse noise test (0-100 mv). Measured ventricular pulse noise on the bench at 51.85mv. Logs analyzed, no errors found. Confirmed unit fails ventricular pulse noise test, but ventricular pulse noise level measured is within device specifications. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.